Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Additional information from the sales representative states the shock therapy was delivered in multiple episodes on the same day. The patient was hospitalized and experienced discomfort due to the shock therapy. Medications were instituted in the hospital following episodes. The device remains in service. No additional adverse patient effects.

Manufacturer narrative:
Correction: b1 field: adverse event/product problem. Updated to: adverse event and product problem b2 field: outcomes attrib to adv event. Updated to: hospitalization - initial or prolonged and required intervention to prevent permanent impairment/damage. B5 field: describe event or problem was updated. H1 field: type of reportable event. Updated to serious injury. Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the event of additional intervention required due to patient hospitalization and medication instituted in the hospital following episodes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Additional information from the field representative indicates that the shock therapy was delivered outside of an isolated episode. It was also mentioned that patient was hospitalized and experienced discomfort due to the inappropriate shock therapy. Medications were subscribed by the physician. At this time, this ICD remains in service. No additional adverse patient effects.